Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 1 135 products designation refobacin revision 1x40g, reference 3011630001, lot number a808ag2705 were manufactured on 12 november 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when opening the inner bag of the powder, it wasn't well sealed and the powder spread to the backup surgical table. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported that when opening the inner bag of the powder, it wasn't well sealed and the powder spread to the backup surgical table. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned and lab analysis was performed. The product has been returned in original box with the aluminum pouch, the monomer ampoule and the instruction for use. The aluminum pouch was not damaged but opened. There were no outer and inner pouches in the product. The reported event can't be confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding packaging : inner_cement_pouch_open sealing: 4 complaints have been recorded on refobacin revision 1x40g, reference (B)(4) , batch a808ag2705. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.